Event description:
Pt was admitted on (B)(6) 2011 for a vaginal hysterectomy. During the procedure, the pt sustained a superficial burn on the left labia majora. The burn was immediately identified, examined and treated by the surgeon with bacitracin ointment. The surgery completed with no additional issues. Following the recovery process, the pt was informed of the injury. No follow-up care was necessary. The device was sent to biomed for evaluation. The device was returned to use with no issues or concerns.